Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The crt-d was removed due to early eri and the ra lead was capped due to loss of capture. This was all of the information reported at this time. Should additional information become available, this event will be updated. No adverse patient side effects were ported. The hospital has retained the crt-d.